Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. Customer¿s blood glucose level was 27 mmol/l at the time of incident. Customer treated their high blood glucose level with manual injection. Customer stated that the insulin pump had insulin flow blocked alarm. Customer was advised that the insulin pump needed to be replaced and to retrieve and save insulin pump settings. Customer also advised to revert the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or eating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.